Manufacturer narrative:
Clinical diabetes specialist followed up with the customer on (B)(6) 2016 regarding the reported events and worked towards a resolution. Reportedly, the customer was fine and the issues had been resolved. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's pump touchscreen was unresponsive. During troubleshooting with tandem technical support, the pump performed as intended. The customer's blood glucose level was 95 mg/dl.